Event description:
Left total hip arthroplasty done 2/90. On 3/98, x-rays taken showed advanced wear with a symmetric migration of frontal head. To re-evaluate in 6 mo. On 9/98, pt fell. Questionable impact on femur when fell and completed damage. Now complaining of increased pain. Admitted for revision.